Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device was unable to update software, as well as the comment that the display screen of the device was cracked. It was also noted that the power cord bay was broken, both keyboard hinges were broken, the display had a white spot on the right side, and the system fan was noisy. Analysis also noted that the tip of the stylus touch-pen was bent, and the stylus was not functional. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests.

Event description:
It was reported that the display screen of the programmer was cracked, and the programmer could not update with new software. The programmer has been returned for repair and a requested test and calibration procedure. No patient complications have been reported as a result of this event. It was further reported that the returned programmer subsequently tested out of specification during manufacturer¿s analysis.